Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, the transmitter had a pairing issue. No additional event or patient information is available. Data log was reviewed for evaluation on 01/09/2017. Complaint for a pairing issue could not be confirmed. However, a transmitter failure was found and confirmed. The root cause could not be determined post investigation. Based on the findings of a transmitter failure this is now being reported. Complaint device was returned for evaluation. A visual exterior inspection was performed on the transmitter and it passed. A voltage test was performed, resulting in zero voltage discharge from the transmitter. Share data reviewed, finding a transmitter failure alert displayed. The complaint of a pairing issue could not be confirmed. The root cause could not be determined, post investigation.